Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips are not available for return.

Event description:
Caller reported performa system blood glucose results of 2.3 mmol/l, 11.5 mmol/l, and 1.9 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return.